Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to mild swelling at the pocket site during one-month postoperative follow-up. The patient was referred for further evaluation due to suspected infection. Subsequent testing confirmed a lead infection. There were no additional adverse patient effects reported. This ra lead was explanted.